Event description:
Device # 1 of 2. Ref MFR report - 1627487-2014-26077. It was reported the pt is currently without stimulation. The pt noticed the stimulation was reacting slowly and now all the programs are auto-reducing. A sjm rep met with the pt and it appears that it is a problem with one of the three leads implanted. The pt underwent a lead revision where her two 3166 model leads were replaced with new ones. It is unk which lead was explanted. The pt now has effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.